Event description:
It was reported to philips that the heartstart xl defibrillator/monitor exhibited waveform interference. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl device indicating the interference after connecting the electrode pads. The customer refused service/repair therefore this will be documented as a malfunction the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. The customer refused service/repair. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : customer refused service/repair.